Event description:
It was reported that pump has a system error 105. The customer stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter so an evaluation could not be performed. If the device is returned an evaluation will be performed and a supplemental report will be submitted.